Event description:
It was reported that prior to the implant procedure, the physician observed that this right ventricular (rv) lead helix was damaged and extended prior to the surgery. The physician exchanged the lead to resolve the event, and no adverse patient effects were reported. This rv lead was discarded and will not be returned for analysis.